Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no ventricular output and lead impedance >1990 ohms in both unipolar and bipolar. Also noted was "that one line of epoxy resin was black."